Manufacturer narrative:
The insulin pump was received with no button response due to j2 lcd keypad connector unlocked. Unable to performed functional test due to keypad anomaly. Unable to verify low reservoir alarm, battery out limit or frozen screen due to keypad anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's act and escape buttons were unresponsive. Blood glucose level at the time of the incident was not provided. The customer did not recall any significant events leading up to this issue. Customer also reported that the insulin pump's display was frozen. Blood glucose level at the time of this incident was 237 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.